Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad. The pump was opened to find moisture internally. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.